Event description:
A caller reported encountering a data error alert referred to as data error alert 4, which technical support could not immediately clarify. There was no adverse impact to the customer¿s blood glucose level. The customer was advised that technical support would follow up for further investigation into the potential data error alert, but no additional outcome information was available.